Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the patient was selected, but no medications could be selected. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer position was not showing. A field service engineer removed drawer from cabinet, disconnected and replaced position sensor. Fse put the drawer into the cabinet and connected the bus cable and tested in hardware test application. The system functioned as intended after the field service engineer repaired the device.